Manufacturer narrative:
There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. The reported patient effects of myocardial infarction and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU) are known adverse events associated with the use of a coronary scaffold in native coronary arteries. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Date of event estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. Implant date estimated. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional device referenced is being filed under a separate medwatch report number. The patient deaths referenced are being filed under a separate medwatch report number. Literature article title ¿everolimus-eluting bioresorbable scaffolds and metallic stents in diabetic patients: a patient-level pooled analysis of the prospective absorb dm benelux study, twente and dutch peers.¿

Event description:
It was reported through a research article identifying that absorb and absorb gt1 may be related to the following: death, myocardial infarction, thrombosis, target lesion failure, rehospitalization and revascularization. This article summarizes clinical outcomes of 150 patients that were treated with absorb and absorb gt1 scaffolds. Specific patient information is documented as unknown. Details are listed in the article, titled "everolimus-eluting bioresorbable scaffolds and metallic stents in diabetic patients: a patient-level pooled analysis of the prospective absorb dm benelux study, twente and dutch peers."